Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's therapy was going in and off by itself, and they were unable to change it with the patient programmer. The programmer was from 2019 and it was not working as it used to. It was unknown under what circumstances the issue was observed. A replacement programmer was ordered, and the patient was referred to their hcp to address the losing therapy.